Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID l-evprop2329us product lot/serial number (B)(6) implant date na explant date na product ID evproplus-29us product lot/serial number (B)(6) implant date (B)(6) 2023 explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the first deployment attempt, after deploying to the third node, the speed of rotating the handle was slow. It was believed that blood flow was affected. Subsequently, the valve dislodged. The valve was recaptured. During the second deployment attempt, the valve was placed too deep. The valve was recaptured for a second time. During the third deployment attempt, pacing was increased to 130 beats per minute (bpm). The valve was successfully implanted in the patient. Subsequently, an unknown degree atrio-ventricular (av) block was observed. After a while, the av block was noted to have disappeared. It was noted that no paravalvular leak (pvl) was observed. No treatment was provided. No adverse patient effects were reported. Additional information was received that eight months following the valve implant procedure, the patient was hospitalized for syncope due to complete atrio-ventricular block. Subsequently, ten days later, a permanent pacemaker was implanted. The patient was reported to be recovering. No additional adverse patient effects were reported.